Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion. The patient reported becoming aware of blood clots, clotting and occlusion of the inferior vena cava (ivc), approximately one year and eight months post implant. A percutaneous removal of the filter was attempted about a year after the filter was implanted; however, it was not successful. Removal procedure details were not provided. The patient additionally reports experiencing thrombotic occlusion, deep vein thrombosis (dvt), small clots that continue to pass through the filter, anxiety and having to be on anticoagulation medication. According to the implant record, the indication for the filter implant was acute left leg deep vein thrombosis (dvt) and a poor candidate for anticoagulation due to severe bruising and sever balance issues with frequent falls. The filter was placed via the right femoral vein and successfully deployed below the lowest renal vein. Post completion venography revealed satisfactory position of the filter with no complication. It was also noted that the patient is on chemotherapy and smokes. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. To a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion. Per the implant records, the patient was reported to have a preoperative diagnosis of acute left leg deep vein thrombosis (dvt). The filter was indicated as the patient was not a good candidate for anticoagulation due to severe bruising, and severe balance issues with frequent falls. The right groin was prepped and draped in the usual sterile fashion, and access was obtained under micro access technique and ultrasound guidance. A venogram performed demonstrated a patent vena cava and identifying the location of the renal veins. The optease filter was successfully deployed below the lowest renal vein. Post completion venography revealed satisfactory position of the filter with no complication. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and occlusion of the inferior vena cava (ivc), becoming aware of these events approximately a year and eight months after the filter implantation. Percutaneous removal of the filter was attempted about a year after the filter was implanted; however, it was not successful. Removal procedure details were not provided. The patient additionally reports experiencing thrombotic occlusion, deep vein thrombosis (dvt), small clots that continue to pass through the filter, anxiety and having to be on anticoagulation medication.